Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported a drug volume discrepancy occurred. The patient¿s pump was expected to have 2.8 ml of drug left at a refill after a catheter revision; however, 12 ml was withdrawn. Refer to MFR. Report number 3004209178-2019-05569 regarding previous catheter revision. The event occurred post-operation. The pump was not alarming, and no motor stalls were reported. There were no complaints of withdrawal or return of baseline issues. The patient had their pump filled and was to return in two weeks to check volume/amounts and reassess their condition. No surgical intervention occurred, and it was unknown if surgical intervention was planned. It was unknown if the issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Environmental/external/patient factors that may have led or contributed to the issue was noted as having been not applicable. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and weight were noted as having been requested but would not be made available. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.